Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient was walking outside a restaurant and experienced weakness, blurry vision and was incoherent. The patient took her bg meter reading, which was around 30 mg/dl. No cgm comparison value was reported, however, the patient alleged a cgm inaccuracy. The next thing the patient remembered was being tended to by the paramedics. It was thought the restaurant staff called 911. Emergency medical services (ems) treated the patient with glucose and an unspecified IV. She was then transported to the emergency room the patient can no longer recall what treatment/medication she was provided in the ER. It was also not specified how long the patient was in the ER. The patient was "feeling horrible¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.